Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. It is also reported that the patient had procedures on (B)(6) 2009 and (B)(6) 2009 and arise anterior vaginal supp and advantage mid-urethral si were implanted, respectively. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2013 along with concurrent laparoscopic lysis of adhesions, excision of granulation tissue and "cystourethrosc" due to pelvic pain, dyspareunia, sui and extensive "abdominopelic" adhesions. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and recurrence. It was reported that patient underwent transurethral coaptite injections on (B)(6) 2009 and (B)(6) 2009 secondary to sui. It was reported that the patient underwent fascial pubovaginal sling urethropexy due to sui on (B)(6) 2010. It was reported that the patient underwent excision of anterior vaginal wall mesh, iliococcygeus vaginal vault suspension, anterior/posterior repair, and cystourethroscopy due to mesh exposure, pelvic pain, recurrent uti, stage ii cystocele, stage ii rectocele and stage I vaginal wall prolapse on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent sling and mesh removal in (B)(6) 2012. No further information was provided.

Manufacturer narrative:
(B)(4)